Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a humeral fracture trauma nail procedure. During the procedure, the distal cortical screw head was stripped while being inserted and fractured. There was a 1-2 hour delay in procedure to remove the fractured screw. No further patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Patient is in his 40's. Complaint sample was evaluated and the reported event was confirmed. Visual analysis confirmed the screw to be fractured, but did not confirm the head to be stripped. Scanning electron microscopy (sem analysis) revealed that the device showed indications of torsional overload fracture, as indicated by ductile dimples. Energy-dispersive x-ray spectroscopy (eds analysis) confirmed that the returned device material was consistent with specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.